Event description:
The facility representative reported a colleague infusion pump with a failure code 703:00. This event occurred during biomed testing and was "picked up from the sterile processing" department. There was no report of patient involvement, injury, or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 703:00 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed and duplicated during product evaluation. This condition was caused by a loose communications harness between the user interface module printed circuit board (uim pcb) and the pump head module (phm). The communications harness between the uim pcb and phm was reseated to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.